Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A pharmacist reported that multiple knives did not cut. Procedure details information is unknown. There was no impact to any patient. Additional information has been requested.

Manufacturer narrative:
One opened knife sample was received seated correctly in the blade protector tray within a blister package for the report of not cutting. The sample was visually inspected and was found to be conforming. Penetration testing could not be performed due to the blade being damaged when removing it from the handle. The returned sample was found to be visually conforming however, since the blade was damaged before it could be functionally tested, a dull knife was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the returned knife sample was visually conforming to the manufacturers' specifications. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is:

Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received clarifying that alternate knives were obtained during surgery in order to complete the procedures with some delay experienced.